Event description:
It was reported by the customer that "accucath - retained guidewire in patient. Surgery was needed for removal." 12/5/22 additional information provided: vascular access team attempted to place an extended dwell intravenous line on the left upper extremity (accucath ace intravascular catheter 22g 1.25 inch) on (B)(6) 2022. The guidewire malfunctioned and was partially retained. The intravenous catheter and guidewire were not able to be removed from the patient's extremity. The break was noticed during insertion and confirmed with x-ray of left arm and ultrasound. Surgical team notified after removal. Surgery required to remove broken piece on (B)(6) 2022, operative note indicates a successful removal of the retained foreign body. Surgery was uncomplicated and no long-term patient effects. Patient is being treated for rsv.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regt4148 showed one other similar product complaint(s) from this lot number. Device not returned.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a fractured guidewire was confirmed. The product returned for evaluation was two 22ga x 1.25¿ accucath ace peripheral IV catheter assemblies. Usage residues were visible on both samples. Both samples were received with the safeties engaged. The needles were fully withdrawn into the housings. The catheters had been advanced and were not returned for evaluation. Inspection of the first sample (sample 1) revealed a break in the guidewire approximately 1cm distal of the needle tip. Microscopic inspection of the break in the guidewire revealed a granular fracture surface. A region of increased luster was observed on one edge of the fracture surface. Scoring marks were observed leading into the region of increased luster. Following disengagement of the safety mechanism, manipulation of the guidewire slider revealed the wire to be mobile within the needle shaft. Microscopic inspection of the needle revealed deformation along the proximal edge of the bevel. The bevel edge buckled and flared outward and in the proximal direction. The break features and needle deformation were consistent with damage caused by the guidewire being pulled against the proximal edge of the needle bevel. Such damage may occur if the guidewire tip becomes constrained, causing the wire to fold over the needle as the needle is inserted. Gross, microscopic and functional evaluation of the second sample (sample 2) was unremarkable. The guidewire was undamaged. The sample appeared to have functioned as intended and may have been returned as a reference sample. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer that "accucath - retained guidewire in patient. Surgery was needed for removal." 12/5/22 additional information provided: vascular access team attempted to place an extended dwell intravenous line on the left upper extremity (accucath ace intravascular catheter 22g 1.25 inch) on (B)(6) 2022. The guidewire malfunctioned and was partially retained. The intravenous catheter and guidewire were not able to be removed from the patient's extremity. The break was noticed during insertion and confirmed with x-ray of left arm and ultrasound. Surgical team notified after removal. Surgery required to remove broken piece on (B)(6) 2022, operative note indicates a successful removal of the retained foreign body. Surgery was uncomplicated and no long-term patient effects. Patient is being treated for rsv. (B)(6) 2022: clarification call with customer attempted placement was left upper extremity, mid forearm. Resistance was noted during retraction after the retraction button was pressed, no complications noted during insertion. Subsequent imagining noted that the catheter and guidewire were found within left forearm and were left in place. As noted during imaging, 'the radiopaque guidewire extended rom mind-forearm. Guidewire was likely in vessel, but catheter tip was not. Retrieved following day.' Wire fragment has been removed from the patient.